Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
The device involved in this MDR report could not be programmed during routine follow up 6 months after implantation. Although the root cause of the reported event could not be determined with certainty, a component failure is highly suspected. Therefore, evaluation of device explantation is recommended.